Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located at a bifurcation of the left anterior descending artery and the 1st diagonal. The physician attempted to advance the taxus liberte' 2.5x12mm drug eluting stent through a 7fr fl4 wiseguide catheter. When the stent got to the guide catheter primary curve, it did not advance. When the stent delivery system was removed, it did not appear to be "well crimped." The physician used another taxus liberte' stent to try to complete the procedure, but it was unable to advance as well. The wiseguide catheter was exchanged and two other taxus liberte' stents were implanted without difficulty. No pt complications occurred. Pt status is satisfactory. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.